Event description:
Customer reported that a patient who underwent an unspecified surgery was on pca dilaudid. The patient was found snoring loudly and unable to be aroused. Entire 30ml syringe of dilaudid was found to be empty. Rapid response team was called. Patient was stable after unspecified intervention. Although requested, no additional information was available.

Manufacturer narrative:
Manufacturer's report date: 05/13/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. The device was received. Investigation is not complete. A follow up report will be submitted with any relevant information.